Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. As the customer was preoccupied at the time of the call, tandem technical support was unable to perform troubleshooting. The customer reported a blood glucose level of 270 mg/dl. The customer changed the supplies on the pump and delivered a correction bolus. Although requested, no further information was provided on the reported event.